Event description:
Tc from pt stating the batteries on curlin pump are "getting fried". She states as soon as she powers up the pump it reads that batteries are depleted and pump gets hot. She used up all her batteries thinking it was just a battery issue. She was "scared" to use it last night so she skipped her tpn infusion. Patient will need a new pump sent tonight prior to 8pm along with batteries. Was this device serviced by a third party servicer? Yes. FDA safety report ID # (B)(4).